Event description:
The lot number of the test strip vial is not present. Customer stated the numbers were possibly scratched off or removed. No other information was given. A request was made for return product and replacement product was sent.